Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating tube voltage out of range . To resolve this issue, fse performed hv maintenance and the problem resolved. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray tube voltage out of range. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.